Manufacturer narrative:
The distributor reported their customer reported that the AED is non-functional. The maintenance schedule is not reported. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Although the ddu series AED is designed for a wide variety of field use conditions, rough handling beyond specifications may result in damage to the unit. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The distributor reported their customer reported that the AED is non-functional. The customer did not report this event occurred during patient use.